Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had two leads from the same lot. It was reported the patient was unable to receive effective/adequate stimulation after experiencing a fall. Reprogramming attempts to provide resolution were unsuccessful. As a result, the patient's leads was explanted and replaced.

Event description:
Follow-up revealed the patient's issue has resolved.